Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump ¿reports¿ did not show any blood glucose or bolus readings. Customer did not provide further information. There was no reported impact to blood glucose. Upon follow up, customer uploaded the pump data and tandem technical support reviewed the data. No issues that would result in bg or bolus data loss was identified.